Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient complained of atrial fibrillation (af) and palpitations. Additionally, the patient experienced pain located proximal to the device. An in office evaluation was performed and upon review, loss of capture (loc) was exhibited on this right ventricular (rv) lead. It was noted this lead was implanted in the left bundle branch (lbb). A revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this patient complained of atrial fibrillation (af) and palpitations. Additionally, the patient experienced pain located proximal to the device. An in office evaluation was performed and upon review, loss of capture (loc) was exhibited on this right ventricular (rv) lead. It was noted this lead was implanted in the left bundle branch (lbb). A revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.